Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent angioplasty procedure using the presto inflation device and during the procedure, the inflation device allegedly did not work and the device failed to inflate the balloon. It was further reported that the pressure gauge was not working. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent angioplasty procedure using the presto inflation device and during the procedure, the inflation device allegedly did not work, and the device failed to inflate the balloon. It was further reported that the pressure gauge was not working. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one presto inflation device was returned for evaluation. During visual evaluation, no anomalies noted to housing, tubing, pressure gage, handle or site gage. No cracks noted to clear plastic portion of device at pressure gauge threads. During functional testing, the presto device was connected to an in-house pressure gage, water was aspirated and showed no leakage. The returned presto device was then pressurized, and the following atms and psi readings were noted. 8 atm = 117 psi = 7.96 atm, 16 atm = 232 psi = 15.78 atm, 24 atm = 338 psi = 22.99 atm. Therefore, the investigation is unconfirmed for the reported inflation problem and incorrect, inadequate or imprecise result or readings as the pressures noted during functional testing were within the acceptable range of product specification. A definitive root cause for the reported inflation issue and incorrect, inadequate or imprecise result or readings could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.